Event description:
The sales rep reported that the microsensor stopped working prematurely. After seeing the icp in normal range, for 10 hours, the transducer read ¿no transducer detected¿. All equipment was tested and it was determined that the microsensor failed. As a result, the device was revised. Another microsensor was implanted the surgeon stated that the drift seemed high on the second microsensor. Readings of icp were 6-8 during a 48 hour period. When the device was removed, the reading went to 7, which the doctor feels is an indication of the drift. The device was zeroed appropriately prior to implantation. After the second device was explanted, the patient was sent home.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that only one of the two microsensors were returned for an evaluation it was also noted that the received catheter was tied in a knot and the catheter material was stretched. The internal catheter wires were broken and there were severe kinks along the catheter body. A suture was attached to the catheter material and no testing was possible. A review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The second microsensor was not returned for evaluation and serial and/or lot numbers are unknown; therefore, the evaluation could not be performed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.